Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the investigation results indicated a reportable malfunction due to the dented downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal.

Event description:
The customer returned the product for a revision, and during physical inspection it was found that the downstream occlusion (dso) seal was dented. After investigation the results indicated a reportable malfunction due to the dented dso seal. The event occurred during infusion, and there was patient involvement but no harm reported.